Event description:
It was reported while using bd maxzero¿ extension set the line wouldn't flush. This occurred four times. There was no report of patient impact. The following information was provided by the initial reporter: material #: unknown. Batch #: 22049054. I came across a trifuse connector in which one of the ports does not flush and seems to be blocked. It seems to be just that particular length of tubing (not the blue connector cap, nor the other two tubes) that is occluded. I was told to fill out an slr on it but the item was being used to demo how to prime the tubing for a new orientee. So it was not intended to be used on any particular patient. The product is a bd maxzero microbore tri-fuse extension set with 3 removable IV connectors. It is product #18866 in materials management's storeroom catalog. Lot # 22049064 . Wasn't working last night (one of the connections wouldn't flow). Apparently 3 other trifuses have already had this issue and the charge rn believes this might be a lot issue. Lot: 22049054.

Manufacturer narrative:
H6: investigation summary: no photo or samples were received for quality investigation. The customer complaint of component damage - no leak - fluid blockage could not be verified. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd maxzero¿ extension set the line wouldn't flush. This occurred four times. There was no report of patient impact. The following information was provided by the initial reporter: material #: unknown, batch #: 22049054. - I came across a trifuse connector in which one of the ports does not flush and seems to be blocked. It seems to be just that particular length of tubing (not the blue connector cap, nor the other two tubes) that is occluded. Iwas told to fill out an slr on it but the item was being used to demo how to prime the tubing for a new orientee. So it was not intended to be used on any particular patient. The product is a bd maxzero microbore tri-fuse extension set with 3 removable IV connectors. It is product #(B)(4) in materials management's storeroom catalog. Lot # 22049064. - wasn't working last night (one of the connections wouldn't flow). Apparently 3 other trifuses have already had this issue and the charge rn believes this might be a lot issue. Lot: 22049054.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.